Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to the service facility in olympus keymed (okm). Okm found the extra screw inside the control section which appeared to be mixed during the past repair. Review of the service record of the subject device found that the angulation mechanism of the device was repaired on december 4, 2018. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, there is a possibility that the reported phenomenon was attributed to the past repair.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility, that during an unspecified procedure with the subject device at the user facility, the angulation control knob of the control section broke. The user facility replaced the subject device to a similar device to complete the procedure. There was no report of patient injury associated with this event. The service department of olympus (B)(4) (oekg) checked the subject device and found that the r/l angulation control knob was broken and that there was an additional screw inside the control section. Oekg could not confirm that the additional screw related to the reported event but surmised that there was possibility that the additional screw could cause a malfunction of the angulation mechanism. Therefore, oekg recommends repairing the subject device.